Event description:
It was reported that one of the coils on this lead appeared to have snapped in an x-ray prior to a device changeout. The health care professional (hcp) is waiting on technical services (ts) response if the lead is expected to function despite this occurrence. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that ts speculated that the lead is still functional due to the location of the fracture. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that one of the coils on this lead appeared to have snapped in an x-ray prior to a device changeout. The health care professional (hcp) is waiting on technical services (ts) response if the lead is expected to function despite this occurrence. The lead remains in use. No adverse patient effects were reported.